Manufacturer narrative:
No further troubleshooting will be performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a shock impedance measurement of 1 ohm. Measurement trends showed shock impedance to be stable at 57 ohms outside of the single out of range measurement. All other diagnostics were good and within an acceptable range. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed low shock impedance out-of-range of less than 20 ohms. Technical services (ts) reviewed the case and recommended troubleshooting with in-clinic evaluation in an effort to discover the root cause of this issue. Subsequently, the troubleshooting was performed and malfunctioning of this rv lead was determined. In addition, noise was observed on the right atrial (ra) lead. Both ra and rv lead replacement is being considered. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead showed low shock impedance out-of-range of less than 20 ohms. Technical services (ts) reviewed the case and recommended troubleshooting with in-clinic evaluation in an effort to discover the root cause of this issue. Subsequently, the troubleshooting was performed and malfunctioning of this rv lead was determined. In addition, noise was observed on the right atrial (ra) lead. Both ra and rv lead replacement is being considered. This rv lead remained in service and no adverse patient effects were reported. Finally, this rv lead was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. This lead was returned in two segments, and approximately 13.8 centimeters (cm) of the middle section of lead body was not returned. Visual inspection showed insulation damage (abrasion) approximately 32 cm from the terminal pin, which exposed the conductors. This lead passed the continuity test, which indicates the conductors are intact (not fractured). Based on the analysis results, the insulation damage and exposed conductors was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead showed low shock impedance out-of-range of less than 20 ohms. Technical services (ts) reviewed the case and recommended troubleshooting with in-clinic evaluation in an effort to discover the root cause of this issue. Subsequently, the troubleshooting was performed and malfunctioning of this rv lead was determined. In addition, noise was observed on the right atrial (ra) lead. Both ra and rv lead replacement is being considered. This rv lead remained in service and no adverse patient effects were reported. Finally, this rv lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.